Event description:
It was reported that an intermittent burning sensation occurred after the pt was reprogrammed by the healthcare provider (hcp). The pt also had a problem with their pt programmer. The pt had also fallen several times in the past few months and most recently on (B)(6) 2011. The pt still had some symptom relief. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).